Manufacturer narrative:
Concomitant medical products: product ID neu_tlock_anchor, product type: accessory. Product ID neu_tlock_anchor, product type: accessory. Product ID 3487a-33, lot# l64191, implanted: (B)(6) 1999, explanted: (B)(6) 2016, product type: lead. Product ID 7498-25, serial# (B)(4), implanted: (B)(6) 1999, explanted: (B)(6) 2016, product type: extension. Product ID 3487a-33, lot# l64190, implanted: (B)(6) 1999, explanted: (B)(6) 2016, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient via manufacturing representative reported that their device was no longer helping relieve their pain. The entire system was explanted on (B)(6) 2016, and the patient is not interested in a replacement system. The patient was implanted for other chronic/intract pain (trunk/limbs).

Manufacturer narrative:
Analysis of neurostimulator model 7425 serial #(B)(4) showed no significant anomalies and that the device was at normal end-of-life (eol) analysis of extension model 7498-25 serial #(B)(4) showed no significant anomalies analysis of lead model 3487a-33 lot #l64191 showed no significant anomalies. Analysis of lead model 3487a-33 lot #l64190 showed no significant anomalies. Correction: the initial MDR was filed as manufacturer¿s report# 3007566237-2016-02864. Additional assessment of the event indicated that the correct manufacturing site was (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.